Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms or alerts noted during testing. Verified pump alarmed pump error 43 on 01/06/2023 at 11:36:00.000, on 01/08/2023 at 10:00:00.000 and at 10:10:00.000 due to moisture damage on the motor, in pump's downloaded history. Verified pump alarmed pump error 41 on 01/06/2023 at 11:36:00.000 and on 01/08/2023 at 10:00:00.000 due to moisture damage on the motor, in pump's downloaded history. Pump error 41 and pump error 43 were not noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads, serial number label stained, serial number label fading, end cap address label fading and pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unable to confirm battery cap contact missing/damaged and battery cap cracked/damaged due to pump being received without the original battery cap. Cosmetic damage was confirmed at corner of the belt clip rails near the battery compartment and at battery tube threads. Unable to verify customer's low bg complaint. Pump error 43 and pump error 41 were confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display, contacts on battery cap damaged. It was reported that battery cap damaged and crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed and blank display was not resolved. The customer will discontinue using the device and the pump will  be returned for analysis.